Event description:
Erroneously elevated troponin (accu tnl) result from a single patient sample that was generated by the access 2 instrument. The initial accu tnl result was 20.21ng/ml. Based on available information, the patient was transferred to another facility for further evaluation and was tested for troponin at this facility; the result was 0.03ng/ml. The customer indicated that the patient under went a cardiac catheterization procedure. The customer indicated that the patient original sample was retested for accu tnl twice and both results were 0.03ng/ml. No report of patient injury was received.